Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing of smaller atrial morphologies was noted with some undersensing due to signal falling into blanking. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.